Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mild tortuous and moderately calcified artery. A 2.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for dilatation. However, during first inflation at 5 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.